Event description:
The customer stated that he got a low blood glucose reading of 07mg/l. A normal control test gave a resulf of 5.4. It was then determined that the meter was set in mmol/l. The customer did not medicate based on mmol/l results. He did not allege any adverse events. The customer was able to change the meter back to mg/dl with assistance. The meter will be sent in for evaluation and replacement meter will be sent.